Manufacturer narrative:
Although it is clear the patient has suffered adverse events identified as a potential risks of the device, it is not possible to confirm the origin of the infection detected in 2025, precisely 8 years after the initial device implantation. Furthermore, patient has undergone multiple medical treatments since receiving the remeex system device (between the years of 2017 and 2023) to correct pelvic floor disorders (sui and pop). A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
The patient had a remeex system device implanted in 2017. In (B)(6) 2025, the patient reported pain and inflammation of the suprapubic implant component, with an accompanying fever for two days. The patient presented biological inflammatory syndrome with a scan confirming inflammation over the implanted component. Patient was treated with antibiotic therapy and partial explantation of the device (suprapubic implant component which allows for continuous tension adjustment of the sling).